Manufacturer narrative:
(B)(4). Device evaluated with no defect found. Returned strips produced lo readings on level 270. Black chemistry observed. Most likely root cause is black chemistry due to improper storage.

Event description:
Customer complains of e5 error messages. Customer states they feel well and that no adverse event has occured due to the error message. Customer states strips have been stored properly. Test strips expire and have been open for less than 120 days. Customer confirms improper testing technique, stating that he may have dipped the test strip into the sample of the blood sample twice as well as holding the strip against his finger. Customer states error message appeared after attempting blood sample was applied.